Manufacturer narrative:
A review of the manufacturing records confirms that the device was manufactured to specification and that no non-conformities were identified. The device is not available for evaluation and as a result no further assessment of the device can be performed. Please note that the custom proximal femur replacement implant is similar to the mets modular proximal femur (k121056).

Event description:
A report was received from a surgeon stating that during a procedure to revise a custom proximal femur replacement implant that was originally implanted in (B)(6) 2011. During the procedure the distal stem component came loose and had to be re-implanted. The surgeon stated that this was not the fault of the device, but during the initial dislocation of the hip, the surgeon had to use a great deal of force which ultimately caused the stem to come loose. When the new proximal component was placed ti did not fully seat on the distal stem. A delay of 90 minutes occurred as a result of both events. Implant was eventually seated but with a small gap.